Event description:
It was reported the customer had issues priming their insulin pump. It was found the customer's insulin pump would stop priming even though the act button was not released. Customer's blood glucose was unknown. Customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. No damage to the keypad assembly or unlocked keypad connector during the visual inspection. No cosmetic damage was noted.